Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain and lymphadenopathy.

Event description:
Patient husband reported that the patient "had pain in the right breast, after examination with ultrasound suspected ruptured implant on the right, confirmation of the defect in MRI. In addition, patient with swollen lymph nodes, implants to be removed". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: device patch with lot number 2973801 and catalog number trf-335g. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. It cannot be determined which device is for the left or right side per the photos provided. Refer to (B)(4): covid-19 quality plan - complaint handling.

Event description:
Patient husband reported that the patient "had pain in the right breast, after examination with ultrasound suspected ruptured implant on the right, confirmation of the defect in MRI. In addition, patient with swollen lymph nodes, implants to be removed". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d1, d2, d4, d6b, g2, h4, h6.

Event description:
Device has been explanted and replaced with non-allergan device.